Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and device evaluation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed that there was no jack and channel jam of the adhesive part of the distal end part at the time of shipment.. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: regarding the channel jam, it has been confirmed that the suction channel is occurring from the attached file. From this, it is inferred that the handling caused foreign matter at the time of procedure to be stuck in the suction channel. Regarding the adhesive squid at the distal end, it is probable that an external force was applied because the adhesive at the tip was confirmed from the attached file. It is presumed that this phenomenon occurred when external force was applied to the distal end. Important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end.

Manufacturer narrative:
The device was returned to the service center for evaluation. The cover of the forceps on the control body of the scope. The ultrasound image 2 broken elements. The #1 switch on the camera was found cut. Minor scratches and a buckle were noted on the light guide tube. The back cover of the scope connector is loose. The control knob was found to have low tension and the movement had loose play.

Event description:
The service center was informed that during reprocessing the cleaning brush could not be inserted nor removed from the scope¿s channel as there appeared to something stuck in the port. There was no patient involvement reported.